Event description:
Hospital called and advised patient using the foley catheter size 8fr. Parents inserted the catheter and it did not drain, so they deflated the balloon. When they retrieved the catheter, the tip approx. 3/4" did not come out or broke off. Ultrasound carried out at the hospital and they could not find the tip. Hospital spoke to the father and he said when the catheter was inserted there was a bit of resistance. When he went to check on his daughter an hour later, the nappy was dry. On examining the daughter, the catheter had deflated and come out the end that holds the water and was not there.

Manufacturer narrative:
We have not received the device back from the customer. Once the device is returned, we will evaluate the device to see where the defect actually occurred and how it happened.